Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that fault codes were detected on this tachy device. Further, the device was noted to be in safety mode. Disk analysis indicated that the device entered safety core due to oscillator deviation mismatches, which could occur during electrocautery. A device replacement was advised. Attempts to obtain additional information were unsucessful since the facility did not want to report the event. Further, the facility considered this as a normal device change out. No additional adverse patient effects were reported. Evidence suggests that the device is no longer in service.